Event description:
The physician reported that the forceps elevator felt stiff, and there were scratches on the connecting tube and distal end of the scope. There was no report of patient or user harm due to the event. The suspect device was sent to the olympus service center for evaluation. Upon inspection and testing of the device, surface scratches were visualized, and the forceps control lever was observed to be damaged, confirming the customer¿s reported device issues. Additionally, foreign material was found in the forceps elevator. This report is being submitted for the reportable malfunction (foreign material) found during the device evaluation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The device evaluation also found that due to the damaged forceps elevator, the up/down knob could not be locked securely. The angulation knob was out of specification due to wear of the angle wire. The light guide bundle was damaged, and several of the device components were scratched, dented, and had discoloration, demonstrating wear. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The device was inspected prior to use but the forceps elevator tightness was not substantial. The reported forceps elevator issue was observed during the diagnostic ercp procedure. Another similar device was used to complete the procedure with no patient or user injury. There was no delay to the procedure due to the event. The event date was (B)(6) 2021.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation, to update b3 and b5 of the initial medwatch, and to correct g3 of the initial medwatch. Additional information to b5 of the initial medwatch. The device was inspected prior to use but the forceps elevator tightness was not substantial. The reported forceps elevator issue was observed during the diagnostic ercp procedure. Another similar device was used to complete the procedure with no patient or user injury. There was no delay to the procedure due to the event. The event date was (B)(6) 2021. Correction to g3 of the initial medwatch. The aware date should be 23-feb-2022 (utc). Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was/was not confirmed. Additionally, the repair center found the following. Foreign material adhered at/around the forceps elevator. Nozzle deformed. The bending section rubber glue was scratched and worn-out. Insertion section was scratched. Control section was scratched. Suction cylinder was scratched. Air/water-cylinder was scratched. Universal cord was scratched. Scope connector was scratched. Light guide cover glass was scratched. Angulation control knob was played. Angulation range was failed to meet the standard value. K-lever rotation is rough / heavy. Unable to lock angulation. Insufficient light was intensity. Plastic cover scratched and discolored. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, root cause of foreign material remaining under forceps elevator could not be specified. There was a possibility of the following. Due to forceps elevator wire cut, forceps elevator did not work and cleaning under forceps elevator was insufficient. Then, foreign material remained. User¿s brushing method at/around forceps elevator differed from IFU recommendation. Facility staff was less trained in device handling, reprocessing before returning for repair and usual reprocessing method in accordance with IFU. The event can be detected/prevented by following the instructions for use which state: all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report and the supplemental medwatch report. Correction to d9 of the initial report: date returned to manufacturer was feb. 23, 2022. Correction to g3 of the supplemental report. The date received by manufacturer was aug. 17, 2022, as that was the date the additional information was received.